Event description:
It was reported that the patient developed endocarditis. The implantable pulse generator (ipg) and leads were explanted. An epicardial right ventricular lead was attempted to be implanted but was not due to high thresholds. The physician stated the patient¿s condition was deteriorating and then decided to abandon the implant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID a5dr01 implantable pulse generator (B)(6) 2011. (B)(4).